Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Medical records provided were limited to the patient's implant perioperative record and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. It was alleged the patient experienced infection. The warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with pelvic organ prolapse and underwent a vaginal-sacral suspension with implant of a bard flat mesh, marshall-marchetti-krantz (mmk) procedure, cystourethroscopy, cystocele repair and bilateral salpingo-oophorectomy. The attorney's legal claim alleges the patient experienced pain, infection, urinary/bowel problems, dyspareunia and recurrence.